Event description:
It was reported that the patient was experiencing left leg weakness after a paddle placement. Nothing unusual happen during procedure that would have caused the issue. The patient underwent a revision procedure wherein the paddle lead was replaced with a linear lead. The patient was doing well postoperatively and will be doing physical therapy to improve further. The explanted device will not be returned due to hospital policy.